Event description:
The set screw (p/n (B)(4), lot# 10672-01) is an implantable component utilized in conjunction with the pedical screw and rod. It is a part within the oic pedicle screw system. The incident at hand involved approximately six (6) set screws and six (6) pedicle screws (p/n (B)(4), lot# 107501-01). While information was not provided regarding just how many of the set screws posed a problem for the surgeon, it is known that the issue encountered involved a set screw that initially would not torque down into the pedicle screw. The surgeon implanted the pedicle screws and then attempted to tighten the set screws into the pedicle screw cups per the applicable surgical technique. As the surgeon attempted to apply force to the set screw, the set screw popped. This feeling was similar to the feeling of having the torque limiting handle click at the proper torque. This would normally indicate the set screw is tightened to the appropriate degree, but in this case the set screw continued to "spin" within the pedicle screw cup. However, the surgeon was able to secure the set screws in the pedicle screw cups. Due to the incident described, the surgery was prolonged by 10 (10) minutes. An evaluation was performed on (B)(6) 2012 utilizing one (1) 4.5mm pedicle screw, one (1) 5.5mm pedicle screw, and two (2) 5.5mm set screws. The set screws used in the evaluation were not of the same lot but were manufactured and inspected to the same revision as those involved in the incident at hand. Engineering test report (etr) (B)(4) captures the results of this evaluation.